Manufacturer narrative:
The technician found the rocker link was broken. The technician installed the brake/steer upgrade to repair the bed.

Event description:
Info received indicates the foot end casters will not lock when the brake is set.